Event description:
Caller stated that the pilot balloon broke off from the rest of the trach. The trach ha been in use for 3 weeks. Caller stated that the issue required recannulation of a replacement tube.